Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The unit energized and cauterized and all ports recognized instruments. A log review confirmed a prostatectomy - radical w/ lymphadenectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically without esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the erbe generated an error every time energy was fired. Prior to calling technical support, the caller swapped power cords, instruments, and power cycled the erbe generator. The customer also swapped grounding pads, even though the pad symbol was green. The technical support engineer (tse) reviewed the logs and found repeated errors c-34, m-11, and m-18. The tse had the customer hard power cycle the erbe, but the issue remained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.